Event description:
The customer stated the lcd display panel used with their central patient monitoring system failed (it would not turn on). It was reported that there was one patient on the system at the time of the product problem.

Manufacturer narrative:
Conclusion results - the conclusion is that prior investigation by the item's vendor that identified capacitor failure is consistent with the present report. Manufacturer's eval report : the device is an installed centralized pt monitoring system that utilizes a sun micro-systems computer and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multi-functional pt monitoring devices through either wired or wireless connections. Pt info is shown on a color lcd flat panel display. The complaint reporter apparently attempted to resolve the problem by rebooting the system's cpu; this effort was not successful. The complaint reporter stated that they installed an on-site spare display in place of the failed display, and this action restored operation. Our eval of the returned lcd flat panel display confirmed the reported problem: the item would not turn on. The display panel is made by viewsonic corporation. It is a commercial, off-the-shelf product. The vendor's prior analysis of similar failures isolated the problem to the failure of one or more capacitors. A new replacement lcd flat panel was shipped to the customer.